Event description:
It was reported that the bd alaris¿ infusion set leaked at the pumping segment during the priming process. The following information was provided by the initial reporter: "leaking at the pumping segment. She noticed that the infusion set was leaking during priming even when the clamp was closed. The fluid in the infusion set is 50mg isoket mixed in 200ml 0,9% saline. Leaking on the silicone and set connection( first connection)".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ infusion set leaked at the pumping segment during the priming process. The following information was provided by the initial reporter: "leaking at the pumping segment. She noticed that the infusion set was leaking during priming even when the clamp was closed. The fluid in the infusion set is 50mg isoket mixed in 200ml 0,9% saline. Leaking on the silicone and set connection.( first connection)"

Manufacturer narrative:
The following fields were updated due to additional information: device available for eval yes, returned to manufacturer on: 09-mar-2023 investigation summary: one 2260-0006 sample from lot 20075420 was received in opened packaging for investigation; residual fluid was present in the device. The feedback provided by the customer suggests fluid flow was detected from the pumping segment even when the pump clamps were activated. Further information provided by the customer suggests no visible damage was detected on the device. A visual inspection of the returned sample did not identify any obvious damages or manufacturing issues which could have caused or contributed to the customer's experience. The sample was subjected to functional testing by connecting to a bd alaris system pump from stock and performing an infusion; the infusion was complete with no leakage or flow issues detected. Throughout the infusion the clamp was activated and deactivated; no free flow was detected throughout testing with the flow stop noted to be correctly activated in each instance. The sample was then subjected to pressure testing; no leakage was detected from any point of the infusion set. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance, a definitive root cause could not be identified as testing of the returned sample did not identify any product defects that could have contributed to the customer¿s experience. A review of the production records for lot 20075420 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature.